Event description:
It was further stated that patient was instructed to go back to her urologist and get the infection taken care of with antibiotics. It was stated it was thought to be more of a personal hygiene issue than anything else. If additional information is received, a follow up report will be sent.

Event description:
It was reported that the patient¿s wound was attacked by their dog. It was noted that the patient dog attacked their wound the year prior to the report on (b)() 2013 when they were implanted. It was further noted that this happened when the patient came home and it was ¿really bad.¿ the patient stated that the dog did not understand why the patient was all bandaged up and attacked the bandages, which in turn opened the incision. It was then reported that because of their dog, and because the patient was a diabetic, it was getting infected. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3587a, lot# l47737, implanted: (B)(6) 1998, product type: lead. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4)